Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received. The starclose (part 14679-02, lot 86024-6h), has been filed under a separate MFR#.

Event description:
Device #2 issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, the thumb advancer could not be advanced past the halfway point. The device was removed and a second starclose se device was attempted but with the same results, thumb advancer deployment could not be completed. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.